Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One hundred seven (107) unused samples were provided for evaluation. Thirty-six samples underwent visual inspected, and no visual defects were identified. Ten of the returned samples were subjected to a functional leakage test, following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated no leakage. Based on the investigation findings, the sample met internal specification; therefore, the reported defect was not confirmed to be due to the manufacturing process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer description of the event being reported: air in the lines, as if air is getting in somewhere.